Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during the load process. The customer reported a blood glucose level of 140 (mg/dl). Lantus and manual injections were used for diabetes management.